Event description:
It was reported that after securing the lead in stimloc the lead was internalized before the second stage of the operation. When the implanting hcp reopened the skin and untied the screws of the temporary lead cap the distal connection was found damaged. The lead was replaced.

Manufacturer narrative:
(B)(4).